Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Physician reported left side capsular contracture baker grade iii. Healthcare professional later reported left side rupture. Device remains implanted.

Event description:
Healthcare professional initially reported left side capsular contracture baker grade iii. Later reported "rupture" found during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Continued weight (a4): 62.50 kgs. Additional fax number (e1): (B)(6). Device evaluation: visual analysis of the returned device identified the device was broken shell, flat creases, black particles material was found on the shell/gel and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated. Based on the device analysis the final assessment is: -a striated edge broken in the side anterior assessed as surgical damage. -missing shell assessed as inconclusive. Reason for reoperation: capsular contracture baker grade iii.